Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to verify unit not holding charge. The service technician also found additional issue with lap top ventilator 1000. The unit failed final checkout at flow and oxygen blending test. The unit measured value 82% when minimum specification is 85%. The service technician replaced oxygen blender re-ran unit through and unit passed.

Event description:
The customer reported model lap top ventilator 1000 was not holding charge. During final check out of that service, the oxygen blender failed final specifications. As this issue was discovered during service, there was no patient involvement or allegation of patient harm.